Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6 - medical device problem code.

Event description:
Patient did not stop charging. Ipg stopped taking a charge.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient has not recharged the ipg in over six months. In turn, surgical intervention may be pending.